Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the mid femoral head common femoral artery via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with angiomax. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 7mm. Following the procedure, the physician who is in training, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during pull back (first stop). The device was removed and a device from another manufacturer (angio-seal) was successfully deployed. The patient was hospitalized and discharged from the hospital on (B)(6) 2013. The patient's hospitalization was not mynx device/mynx procedure related.

Manufacturer narrative:
An attempt to inflate the balloon of the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 5mm from the balloon proximal tip. The review of the lhr (lot f1305202) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined.